Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 4.89mm. The grips were not found to be cracked. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws are bent. The procedure was aborted - no patient involvement with no reported injury.